Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2011 (B)(6); 4194 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.